Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 30 mg/dl; cause was unknown. Customer went to the emergency room (ER) where the customer consumed carbohydrates to resolve bg level. Customer was released from the ER 2 hours later with the issue resolved. Recommendation was made to consult with health care provider regarding diabetes management.